Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported, a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. Following the placement of an impella cp repositioning sheath, the patient developed an active arterial bleed and hematoma at the access site. Angle matching was performed, manual pressure was held, but the condition persisted. The impella cp was therefore explanted in response to the uncontrolled bleeding. Hemostasis was achieved with two perclose, and hematoma resolved. The patient was reported to be in stable condition following the event.